Event description:
It was reported that at power up, the clinic got a message that the "programmer overheated". When the caller got to the clinic and turned on programmer, there was no issue or message. Technical support (ts) explained possible issues. Caller to clean out fan with air and will continue to use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).